Manufacturer narrative:
Concomitant medical product(s): product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that the patient had to have the implantable neurostimulators jump started in 2016. The implantable neurostimulators currently implanted are currently dead and cannot be charged. The patient does not have their patient programmer or implantable neurostimulator recharger with them to confirm MRI compatibility. The patient states that he is supposed to schedule a battery replacement but has not yet. The patient had no idea if he has seen the end of service message. Both devices were no longer holding a charge or working. There were no patient symptoms or complications reported.